Event description:
It was reported that a patient presented remotely via (B)(6). The patient's right ventricular (rv) lead was oversensing noise leading to pacing inhibition. The patient experienced lightheadedness. The rv lead was reprogrammed successfully. The patient was stable throughout procedure.